Event description:
The patient received his scs system on (B)(6) 2007. The patient reported that the programmer turns off while locating the ipg. He also reported that the stimulation takes longer to turn on than it used to when using the programmer. The patient was sent a new programmer to help resolve the issue. Attempts to gather additional information were unsuccessful. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.